Event description:
It was reported to sharps compliance inc on (B)(4) 2013 that an employee of (B)(6) was stuck with a needle protruding from a 1 gallon sharps container on (B)(4) 2013. (B)(6) was advised to follow their company/organization policy for safety. On (B)(6) 2013, (B)(6) called in this morning stating that yesterday one of her employees was stuck by a needle sticking out of one of their one-gallon containers as she went to collect them for disposal yesterday. They are not sure if the needle was already sticking out of the container or if it submerged through as the employee picked it up.

Manufacturer narrative:
Investigation of actual container not possible due to container not returned to MFR. Sharps provided a 5 gallon to (B)(6), with postage paid by sharps, to return the 61000 container. After 29 days, they have yet to return the container. At such a time as (B)(6) returns the 61000 container sharps will perform an investigation, including but not limited to the wall thickness of the section of the container where the needle is protruding. All sharps containers are puncture resistant, not puncture proof. Product labeling on the container states "containers are puncture resistant, not necessarily puncture proof", and instructions for use state "do not overfill (fill line is noted on container label.) Lid must fit down tightly. Based on review of previous needle protruding from container reports, it is usually the container being overfilled that leads to needle protrusions.